Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor exhibited multiple episodes of false brady and false pauses due to undersensing. The device was explanted and replaced. The patient was in stable condition.